Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that two ar-8990st fibertak dx malfunctioned. No further information was provided. Additional information was received on 12/20/2024: this was discovered during an atfl reconstruction procedure on (B)(6) 2024. Both fibertak inserter tips broke during insertion. All broken fragments were removed. The case was completed using a new ar-8990st fibertak dx. The case was delayed five minutes without additional anesthesia.